Event description:
It was reported by service report that neither head end side rail controls were operating correctly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail cables.